Event description:
It was reported that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to short interval counts (sic) and two high rate non-sustained tachycardia (nst) episodes. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products. Product ID: 507652, implantable pacing lead, implanted: (B)(6) 2013. Product ID: dtbb1d4, cardiac resynchronization therapy defibrillator, implanted: (B)(6) 2013. (B)(4).